Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01837 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2017-01838 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two bands were deployed at the same time. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.